Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint sample (driver only) was returned for investigation and the complaint was confirmed. Further conversation with the sales representative, the screw may have been seated fully or cross-threaded in the plate hole when the surgeon tried with his full hand to torque the screw down further, resulting in the driver breakage. Without the screw and plate to inspect, it is difficult to verify if this was a factor in the driver tip breaking. The investigation also found that the phenolic handle included in the set has torque capabilities between the mini quick coupling (mqc) handle and the small fragment handle, to allow higher torque delivery than the mqc but less than the small frag to ensure the locking screws could be seated fully. Users must exercise caution with the use of any driver to prevent applying excessive torque. A complaint search found one previous complaint for the driver tip breaking which was attributed to the application of excessive force by the user. Review if the inspection records found no manufacturing deviations or rejections. The most likely root cause of the driver tip breakage is the user applied excessive torque to tighten a cross-threaded or fully tightened screw. No corrective action is required at this time. This failure mode will continue to be monitored to identify any trends. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The screwdriver tip broke off in the head of the screw and was left in the pt.